Event description:
A patient reports getting "check belt" messages every couple of minutes. He reports trying a new garment and adjusting the electrode belt several times, but it did not help. He also reports that all of the electrodes were making contact with his skin. A review of the patient's downloaded data shows >30% electrode falloff with all leads. The patient's elelctrode belt was replaced.